Manufacturer narrative:
The insulin pump was received with blank display due to due to broken trace/pad under connector on interface board. Rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test, and all operating current test weren't performed due to blank display. The device had minor scratches on the display window, cracked reservoir tube lip, broken off end cap, and missing motor assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump was broken due to car accident with customer. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.